Manufacturer narrative:
Concomitant device tacticath se event date unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report number: 3005334138-2021-00453. The following was published in the journal of interventional cardiac electrophysiology- one-year outcomes after pulmonary vein isolation plus posterior wall isolation and additional non-pulmonary vein trigger ablation for persistent atrial fibrillation with or without contact force sensing: a propensity score-matched comparison by tomomasa takamiya, et al: in the cf group, complications included one case each of pericardial effusion requiring pericardiocentesis, esophageal gastroparesis, phrenic nerve injury, and aspiration pneumonia. In one case of esophageal gastroparesis, esophageal lesions were not found on esophagogastroduodenoscopy performed 4 days after the ablation procedure. If the perforation was noted at the end of the procedure, the physician thought it was due to the manipulation of the catheter or ablation rather than the septal puncture. However, it was difficult for each procedure to specify when the perorations occurred. A drop in blood pressure in some cases was noted and an ultrasound cardiogram showed the pericardial effusion. While some were also caught during ultrasound cardiogram done at the end of the procedure. A pericardiocentesis was performed in all cases to treat the pericardial effusions. It was noted that heparin was used during the procedures with a targeted act of 300-400. The procedure was able to be completed in all cases. There were no performance issues with any abbott devices.